Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ controller error (yellow alarm) has been completed. The controller error is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. H6 code 925 was reported incorrectly on manufacturer device report 1220648-2025-27228. New code was added to component code.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The automated impella controller (aic) displayed a controller error until the console was plugged in. The aic was swapped in response to the error message. There was no patient harm.